Event description:
It was reported that during a polypectomy procedure for diagnosis, while using a jumbo polypectomy snare, the snare got stuck into the polyp and it could not be dislodged. The pt had a second surgery on the same day to remove the snare and polp.